Event description:
Facility deployed catheter and reportedly met resistance. When device was removed the floppy tip was missing. The device was taken apart and the guidewire tip was noted to be within the catheter. The catheter was removed, the guidewire did not embolize into the patient. A new device was not placed.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Based on a review of the trend analysis, severity of the alleged event, and a review of the complaint information provided, the complaint of catheter insertion resistance was confirmed but the cause could not be determined. The returned product was one disassembled 18g x 10cm powerglide device. The returned catheter was curved and contained a tip of the guidewire. Similarly, the main guidewire body was still attached to the device casing near the back grips. Infusion through the catheter revealed two leaks approximately 4cm from the proximal tip of the catheter luer hub. Microscopic examination of the leak sites revealed v-shapes typical of needle punctures. Infusion flushed the guidewire segment from the catheter. Microscopic examination of the catheter confirmed a segment of guidewire within. Through the transparent catheter walls, the guidewire segment appeared elongated with a core wire strand extending proximal of the outer coil. The distal catheter segment measured approximately 3.7cm long. Microscopic examination of the shared break ends of the guidewire revealed a tapered shape and granular texture, typical of a tensile break. The evidence observed confirmed that friction between the catheter and guidewire occurred sufficient to break the guidewire. However, since the guidewire segment was easily flushed from the catheter during evaluation, no root cause of friction or adhesion could be determined. However, a possible contributing cause could have been related to the angle of insertion into the vein. Furthermore, the break in the guidewire and leaks in the catheter showed that significant manipulation of the device occurred during insertion. A lot history review (lhr) of reyd0215 showed no other similar product complaint(s) from this lot number.